Event description:
It was reported that the left ventricular (lv) lead thresholds were high. The physician stated that the lead appeared to have moved from its original position. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003; 694765 lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Other than explant damage, there were no anomalies observed regarding the returned lead. All electrical testing was withinspecified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.